Manufacturer narrative:
No conclusions can be made about the post-surgical complications for the cases performed 2012 - 2022 and the implants used to treat the patients. Note, the date of event is considered to be a best estimate as 01-jan-2012 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per journal article: "early wound morbidity and clinical outcomes associated with p4hb mesh compared to permanent synthetic mesh in umbilical and small to medium, routine ventral hernia repairs." A retrospective analysis of comparison of early wound morbidity and 30-day clinical outcomes associated with p4hb (phasix, phasix st) to traditional, permanent pp (polypropylene) in umbilical and small to medium, routine ventral hernias using data from the abdominal core health quality collaborative (achqc) in cases performed jan-2012 thru sept 2022 by 424 surgeons. The study group was comprised of poly-4-hydroxybutyrate meshes (phasix mesh or phasix st mesh collectively ¿p4hb¿), while the comparator group was comprised of an aggregate of permanent synthetic polypropylene meshes (bard mesh, bard soft mesh, ventralex hernia patch, ventralex st hernia patch, ventralight st mesh, ventrio hernia patch, and ventrio st hernia patch collectively ¿pp¿). Conclusion, short-term clinical outcomes associated with resorbable p4hb mesh are comparable to permanent synthetic pp mesh in both umbilical and small to medium, routine ventral hernia repairs. Longer-term clinical follow-up is needed to expand on the clinical relevance of these short-term findings. In the study some patients treated with p4hb, and some patients treated with pp implants experienced post-surgical complications. The data does not include product/patient specific information to perform further review. The post operative complications include but not limited to, infection, wound cellulitis, non-healing incisional wound, wound/serous drainage, seroma, hematoma, sepsis and surgical intervention.